Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2016-01117. The patient had two, model 3166 leads from the same lot. The patient also had two, model 3149 leads from the same lot. It was reported the patient began to experience unsatisfactory pain relief a few months after being implanted. As a result , the patient's scs system was explanted.